Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet device displayed alert 38 (motor stall). After removing supplies, the user successfully performed a dry run and completed a supply change. Blood glucose was 461 mg/dl by glucometer at the time of the event and improved to 254 mg/dl at follow-up two hours later. No symptoms, external assistance, or medical intervention occurred.